Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. System error 322 was confirmed and was determined to be caused by loose link screws, allowing the latch switch to move, causing an intermittent connection. The lower auxiliary assembly containing the failed link screws were replaced. System error 322 will occur when the pump transitions from the door open state tot he door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported that there was no pt injury.